Event description:
Customer reported alarm not sounding with loss of the pressure on sechrist gas blender installed with rf-ii. No patient incident was reported.

Manufacturer narrative:
This report is based solely on the customer's reported issue. The device is serviced by a 3rd party and not available for return to the manufacturer. A DHR review could not be performed as a serial number was not provided. A review of the complaint database for similar devices revealed similar complaints of no alarm and found that the most likely cause is inadequate maintenance of the device. Complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. Manufacturer reference file no. (B)(4).